Manufacturer narrative:
Investigation results: two 10010454-0006 samples were received in sealed packaging from lot 22115289 for investigation. The customer reported that on three occasions, they experienced leakage of cytotoxic fluid at the filter connection of the set. The samples in sealed packaging were sent to the bd product test laboratory (ptl) and subjected to leakage testing in accordance with the requirements of bs: en: iso 8536-8: "infusion equipment for medical use. Infusion sets for single use with pressure infusion apparatus". The products met and exceeded the pressure requirements of the standard and no leakage occurred at any point of the line. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22115289 identified that a quality issue was raised during the in-process quality checks, which could have potentially been related to the customer's experience. However, the alleged complaint sample was not available for investigation therefore it was not possible to confirm whether a manufacturing defect may have contributed to the reported fault as it was not possible to replicate the reported leakage in the returned unused samples. Although it was not possible to determine a definitive root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 10010454-0006 product over the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was leaking the following information was received by the initial reporter with the following verbatim: late today it was reported 3 product faults/riskman with -10010454-0006 (taxol line with filter) issue: leaking of fluid (cytotoxic agent) at 0.2 micron filter connection we have quarantined lot number 22115289 as the suspect lot number. After quarantining this stock we have only 2 boxes of (unaffected) stock.